Manufacturer narrative:
The insulin pump had a scratched lcd window and cracks on the display window corners and reservoir tube lip. The insulin pump had a grinding noise during the rewind due to a faulty motor. Also, the unit had a protruded/loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped on the floor, and the case broke. It was stated that the unit makes a scratching noise when delivering insulin. No damage to the drive support cap noted. Nothing further was reported.